Event description:
Vascular intervention case to treat an occluded mid-popliteal vessel. At some point in the case the device stuck to the wire and during the attempt of the physician to separate the devices multiple fibers within the turbo-elite were broken. Upon physical evaluation of the turbo-elite it was visualized in one area of the working length that the outer jacket of the catheter had become compromised due to attempts made to use the device after damage. With this type of damage it is possible that the patient may come into contact with exposed fibers. No report of injury due to exposed fibers have been received.

Manufacturer narrative:
Visual inspection noted broken fibers throughout the working length of the device with no jacket damage except in one area 44 inches from the distal tip.